Event description:
This lead was implanted on (B)(6) 2016, and remain implanted at this time. A product experience report, stated that the lead was dislodged a couple of times. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).